Event description:
On (B)(6) 2011, the reporter contacted lifescan (B)(4) alleging an "error 1" issue with the subject meter. The reported issue was unresolved with troubleshooting with customer service. There were no allegations of harm of injury. Replacement product(s) were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2012 with the following findings: the meter was tested and the primary complaint was not confirmed. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.